Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection (lar), to cut the inferior mesenteric vein, the stapler and reload did not fire although the surgeon was able to press the green button and squeeze the handle. New devices were used to complete the case. There was no patient injury.